Event description:
It was reported that the patient had the notion that their implantable neurostimulator (ins) was supposed to last 10 years and it lasted 5 years and 8 months. The patient was disappointed that it did not last 10 years. The patient mentioned that they fell and broke their knee 1.5 years ago and the fracture went from their toe to their back. It was a small, thin line fracture. The patient felt the device was working all of the time. It helped so their insides didn¿t turn and the stimulation went where the pain was and stopped it. The patient had gone back to their health care provider (hcp) every 4 months for reprogramming and the last time was 2.5 months ago. The last time they went to see their hcp was on a thursday and they were in the hospital on (B)(6) 2015. The ins was replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v318138, implanted: (B)(6) 2009, product type: lead. (B)(4).